Manufacturer narrative:
The reported events of high impedance and failure to capture were confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination revealed signs of compression consistent with clavicular crush forces. Additionally, the outer coil was compressed and fractured with the outer insulation intact at the clavicular crush region. The cause of the reported events was isolated to the fractured outer coil due to clavicular crush forces.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a high pacing impedance and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.